Event description:
The customer reported that when the surgeon used the device to seal during a laparoscopic low anterior resection, oozing was noted. The oozing occurred at a previously sealed area where the device had been used on the mesentery vein. End tones, indicating a completed seal cycle, were provided by the generator in use and no alarms were heard. The surgeon continued to use this same device for the remainder of the procedure with no further issues. There was no patient injury. The device was discarded after the procedure and is not returning for evaluation.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.